Manufacturer narrative:
Visual inspection of the returned screw found thread damage on the tulip head. The first row of thread had sheared off. The second and third row threads were angled in a plane not perpendicular to the screw shank axis. A review of the DHR identified no issues identified during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. No definitive conclusions can be made. However the screw may have been subjected to higher than anticipated torque values . The observed damage on the thread of the dislodged head suggests that the head may have been subjected to extensive side loading which resulted in head dislodgement. At this time, the complaint is considered to be closed.

Event description:
The tip of an expedium screwdriver is reported to have broken off from the instrument during viper cortical fixation screw insertion. The surgeon then experienced difficulty removing the screw using several removal techniques including the helicopter method without success. The surgeon went on to use the screwdriver with the broken tip and the head of the cortical fixation screw separated from the screw shank. A broken screw removal set was used to remove the screw from the patient. The event resulted in a thirty minute extension to the surgical procedure. This report is being filed for the viper cortical fixation screw. See mfg medwatch report no. 1526439-2013-12933 for the expedium screwdriver that was involved in the event.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the evaluation.